Event description:
It was reported there was a free flow of propofol. Healthcare staff were prepping to electively intubate a patient so sedative drips were prepared. Once primed, the propofol was roller clamped and attached to patient, then placed on the pump and unclamped. The pump was not turned on but it began to drip. The door was closed, the pump was not on, yet the medication was dripping as if "wide open" at a free flow rate. The nurse immediately roller clamped it again. The ms was already at the bedside in preparation for intubation. He was made aware of the situation and they proceeded to intubate in a more emergent fashion. Once the patient was intubated, the channel was changed out. The charge rn was notified as will as the uhs supervisor. There was no patient harm. Although requested, further information not provided.

Manufacturer narrative:
Additional information: g1, h6, h10 the reported issue that the lvp module had free flow could not be confirmed; no product or device logs were returned for investigation. The root cause of the customer¿s complaint that the lvp module had free flow could not be confirmed; no product or device logs were returned for investigation. A review of the device history record showed the device had a manufacture date of (B)(6) 2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn 15317017 which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Although requested, patient information not provided.

Event description:
It was reported there was a free flow of propofol. Healthcare staff were prepping to electively intubate a patient so sedative drips were prepared. Once primed, the propofol was roller clamped and attached to patient, then placed on the pump and unclamped. The pump was not turned on but it began to drip. The door was closed, the pump was not on, yet the medication was dripping as if "wide open" at a free flow rate. The nurse immediately roller clamped it again. The ms was already at the bedside in preparation for intubation. He was made aware of the situation and they proceeded to intubate in a more emergent fashion. Once the patient was intubated, the channel was changed out. The charge rn was notified as wll as the uhs supervisor. There was no patient harm. Although requested, further information not provided.